Manufacturer narrative:
Date of report : 06/04/2019, date rec¿d by MFR : 06/10/2019. Failure analysis on the returned blower motor shows that the large broken magnet fragments created the motor shaft to get wedged and created the air valve liftoff failure error code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04mar2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the blower assembly and the blower motor controller to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilator was generating an "air source alarm". There was no patient harm reported. The event date was not specified; estimate used.